Manufacturer narrative:
Concomitant medical products: product ID: 749851, serial#: (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2020, product type: extension. Product ID: 3487a-45, lot#: v143905, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Product ID: 3487a-45, lot#: v143905, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: extension. Product ID: 37082-20, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: extension. Product ID: 3888-45, lot#: v156631, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-45, lot#: v156631, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient lost therapy and no longer received pain relief. There were no known causes. Patient received multiple programming's and impedance tests. On (B)(6) 2020, new leads were placed after previous leads were explanted. Customer discarded the explanted devices. Hcp had no further information. Patient's weight was unknown. The issue was resolved. No further complications were reported.